Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 and g2. Please see updates to b5, g2, h6, and h10. B5: the information included in b5 was inadvertenly omitted from the initital medwatch report. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head did not display an image when connecting to the device. The procedure was completed and the device was inspected prior to use.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the cable was twisted/corrosion on the scope mount actuation and free lock lever/head crack/head and charge coupler device (ccd) and flexible cable discolored. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus that the camera head did not display an image. There were no reports of patient harm associate with this event.